Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the physician selected the lead polarity for pacing unipolar and sensing (bipolar) and when they tried to program these the "program" button was disabled. Implant detection was not complete. The interlock indicated"the parameter must have a value". The physician ended the session, restarted the programmer, and re-interrogated the device and the situation did not happen again. The device was implanted and remains in use. No patient complications have been reported as a result of this event.